Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006. Concomitant product: model number/catalog number: 4101. Serial number: (B)(6). Batch/lot number: ax1t062793. Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced a lack of therapeutic benefit. Reprogramming adjustments were performed, and impedance checks were within normal limits when connection was established. However, the patient reported continued stimulation in the leg, and adequate therapeutic benefit was not achieved. The physician ordered x ray imaging, which identified migration of the lead. Subsequently, the patient underwent revision with placement of a new system. No further patient complications were reported.